Manufacturer narrative:
(B)(4). S/w version = 4.11c. Retainer ring = black. On (B)(6) 2022 the customer alleged power loss alarm.no blank display noted during testing. Pump passed self test, sleep current measurement, active current measurement and displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Thus was utilized and downloaded trace/history files properly. In further full review in the pump history, these battery related alarms were found: low battery alarm on (B)(6) 2022 at 18:54:00 replace battery alarm on (B)(6) 2022 at 04:25:00, 04:35:00, 05:33:00, 06:02:00, replace battery now alarm on (B)(6) 2022 04:56:00, 05:06:00,power loss alarm on (B)(6) 2022 at 05:36:23, 05:36:34, 05:46:01, 06:04:19, 06:04:29, insert battery alarm on (B)(6) 2022 at 5:24:07, 05:48:50, 05:53:13, pump error 23 alarm was found on (B)(6) 2022 at 05:07:03, 05:17:00, 05:35:03, 05:49:21, 05:59:00, 06:04:03 in the pump downloaded history. No unexpected low battery, replace battery, replace battery now, power loss, nor insert battery alarms during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with cracked case. Above arrow and battery icon, pillowing keypad overlay, and cracked keypad overlay identified during the visual inspection. Customer alleged for power loss alarm was confirmed. Customer alleged for blank display was not confirmed. Customer alleged for pump error 23 alarm was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and display was returned back. Customer stated that time click was not visible on screen and had power loss alarm and unable to clear alarm. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.